Event description:
The customer obtained a blood glucose result of 358mg/dl with the old accu-chek comfort curve strips and blood glucose result of 87mg/dl with the new accu-chek comfort curve strips. The results were obtained within a ten minute timeframe. The strips had the same lot number. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.